Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the implantable cardiac monitor exhibited intermittent ventricular undersensing. The device sensitivity was adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.